Event description:
Reporter indicated surgery was now planned due to a "dead battery" and "crack in the lead" as seen via x-ray. Manufacturer review of the patient's vns programming history noted high lead impedance with systems diagnostics testing has been occurring since at least (B)(6) 2005. Reporter indicated the vns has been disabled since (B)(6) 2008 due to the high lead impedance. It is not known if any trauma occurred.

Event description:
Vns replacement surgery is still planned, but has not occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was found through programming history that pt had a high lead impedance event. Pt's device was, therefore, turned off in 2008. Good faith attempts to obtain additional info have been unsuccessful to date. The cause of high lead impedance is unk at this time.